Manufacturer narrative:
This report is part of a retrospective review and remediation. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on unknown date. Blood glucose level was 448 mg/dl. The customer was treated with insulin pump for high blood glucose event. Customer reported loss of communication between insulin pump and transmitter. Customer stated that they received cannot find sensor signal alert. It was unknown that customer was using auto mode or not at the time of high blood glucose event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set. Update: customer also treated with insulin drip. Customer reported that she ended up in the hospital as the sensor was not connecting. On (B)(6) 2021, customer had high blood glucose earlier in the day and was hospitalized at 7am for high blood glucose above 600mg/dl. Incident date for the loss of communication was (B)(6) 2021. Customer was confused, had a headache, was tired/weak, had extremity pain/cramps, threw up, was shaking, and had difficulty breathing. Pump was tested and passed the displacement test and self-test. Correct transmitter ID was programmed into pump. Connector bridge or pins were not damaged. Customer could not relink the transmitter and the pump. Pump kept saying cannot find device. Customer was alleging under delivery, since doctor thought the pump was not giving enough insulin. Pump was used at the time of the incident. Per customer, sensor was used but was not connecting. So, auto mode was not used.

Event description:
Updated summary: it was reported to medtronic minimed that customer has experienced diabetic ketoacidosis and was treated with hospitalization.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 0 to 150 which was not included in the initial report. So, the correct patient weight as per new additional information is 150 which is updated section a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.